Manufacturer narrative:
(B)(4). Results: the 3maxc was kinked approximately 50.0 cm from the hub. The material at the kinked location showed evidence of bending before kinking. Conclusions: evaluation of the returned 3maxc confirmed that the catheter was kinked. If the device is forcefully retracted out of its packaging hoop at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy, the physician felt resistance and was unable to advance a guidewire through a penumbra system 3max reperfusion catheter (3maxc). The physician then noticed that the 3maxc was kinked 40 cm from the hub. The damage to the 3maxc was found prior to use and, therefore, the procedure was completed using a new 3maxc.